Event description:
Reporter noted system was slow to remove viscoelastic at beginning of case. Changed sleeve, found irrigation obstructed. Removed tip and noted a piece of material inside sleeve. Two sutures used to close wound. Feels prognosis will be good.